Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The compressor was investigated and repaired on site by our filed service engineer (fse). It was reported that the connection between the ventilator and the air compressor was leaking. The leakage was verified at inlet connection. The problem was resolved by replacing he inlet nipple. After replacement, the device passed all performance and safety tests according to factory specifications and was cleared for clinical use. The replaced part was not returned for investigation. The root cause for the reported problem could not be determined.

Event description:
It was reported that the connection between the ventilator and the air compressor was leaking. There was no patient involvement. Manufacture's ref #: (B)(4).